Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient stated he inserted a new insulin cartridge into his infusion device and then received an e10 (cartridge error). He then pulled the cartridge from the infusion device and the plunger of the cartridge stayed attached to the piston rod. The insulin cartridge spilled into the cartridge compartment of the infusion device. The patient was advised how to remove the plunger from the piston rod and he was advised to let his infusion device air dry after wiping it clean. The patient does not have a backup infusion device and he switched to insulin injections. The patient was not available for follow up. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.